Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the end of the carrier shaft was dented and dinged, which made it difficult to couple tools. It was determined that the device could not be properly secured into the hand piece. It was further noted that the cone sleeve complete and career shaft were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is misuse, abuse and/or use error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a closed reduction percutaneous pinning hip surgery, it was observed that the quick coupling device would not engage into the hand reamer device. There were no delays to the surgical procedure. A spare identical device was available for use and the surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.